Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "monovette-adapter" kept "slipping out" of the bd venflon¿ pro safety peripheral safety IV catheter hub during use. After cleaning out the hub, the adapter remained connected. The following information was provided by the initial reporter: "when connecting a monovette-adapter, the adapter keeps slipping out. It remains connected after cleaning the cannula hub. The customer supposes that our cannulas have too much silicon."

Event description:
It was reported that "monovette-adapter" kept "slipping out" of the bd venflon¿ pro safety peripheral safety IV catheter hub during use. After cleaning out the hub, the adapter remained connected. The following information was provided by the initial reporter: "when connecting a monovette-adapter, the adapter keeps slipping out. It remains connected after cleaning the cannula hub. The customer supposes that our cannulas have too much silicon".

Manufacturer narrative:
H.6. Investigation summary one representative sample was received by our quality team evaluation. The representative sample was subjected to visual inspection. Lube was observed on the cannula hub and needle cap after needle activation; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The probable root cause for the adapter to keep slipping out could be due to lubricant migration to cannula hub which occur with age. The lubrication reduced the friction of interference fit between the cannula hub luer and the sarstedt adaptor and hence resulted in the disconnection. CAPA (B)(4) was started for the luer disconnection. This batch was produced after the project was completed. The machine history has been reviewed and no abnormality was observed. Lubricant applied at the needle cap are within the limits established. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.